Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The stent shortened by about 10mm during placement. A second stent was deployed. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).